Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report#: 1627487-2013-19581, 19582, 19583. Note the pt has three leads from two lot numbers. It was reported the pt has pain across her low back and ribs. The pt is not using the stimulation as stimulation exacerbates the pain. The next course of action is undetermined at this time.